Event description:
The user facility provided add'l info indicating the lens was removed. No details concerning the procedure or outcome were provided.

Event description:
A surgeon reports that a pt is experiencing glare at night following intraocular (iol) surgery. The surgeon tried pupil constriction with pilocarpine and performed a posterior capsulotomy. The symptoms persist. The pt's vision is 20/20, and the operative eye is quiet with a clear cornea, media and macula. The association between this event and the iol is not known. Additional info has been requested.